Event description:
During an esophagogastroduodenoscopy (egd), the physician used a cook hemospray endoscopic hemostat. The customer did not specify what was being treated in the procedure other than the bleed. It was reported that the device was set up as normal. When attempted to use the hemospray a small amount of powder came out and then nothing more. It seemed as though the air was depleted in the co2 cartridge. Since the difficulty seemed to be the cartridge the second catheter was not used. Another of the same hemospray was used to complete the procedure with no further issues. An unintended section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Common device name: hemostatic device for endoscopic gastrointestinal use product code: qau. 510k: k200972. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.